Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the fiber cap exhibits devitrification and melted glass; there is some white unknown substance noted inside the distal end of fiber cap; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing exhibits mild signs of abrasions near the open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a bph surgical procedure "fiber tip was damaged" at 144,973 joules and 27:58 minutes of usage. The procedure was completed using a second fiber. Patient's outcome: no injury was reported.